Manufacturer narrative:
In follow up the doctor indicated he did not think the device malfunctioned. All pertinent information available to the manufacture has been submitted.

Event description:
It was reported that a patient had the device implanted on (B)(6) 2012. On (B)(6) 2012 at the postoperative 3 months examination, tube erosion was observed. On (B)(6), 2012, the shunt is explanted. The health care professional indicated that the device did not malfunction.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to the manufacturer has been submitted.